Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving medical device nr291z - as femur extens.stem 6° d12x77 cemented. Specifically, it was reported that postoperatively the femoral stem had fractured at the thread for the cone adapter. No trauma had allegedly occurred. The initial surgery on the right knee occurred in 2021. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4).